Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Potential causes of the reported issue include: incorrectly sized wearable and the patient being a poor candidate due to health, weight, age or mental capacity. However, the patient has a skin condition in which their sensation is low. Additionally, the wearable was inadvertently placed directly on the skin. Per the transmitter assembly instructions for use for freedom neurostimulation systems, 05-20915 rev. 7, "do not place the transmitter assembly or wearable accessory directly on your skin. Direct skin contact may cause irritation and/or sensitivity to the materials. The transmitter assembly and wearable accessory must be placed over a layer of clothing at all times." The wearable associated with the complaint has not been returned and could not be analyzed by engineering. The stimulator is used to treat pain. The cause of the skin burn is attributed to two identified root causes: patient is a poor candidate due to health, weight, age, or mental capacity as they have a skin condition in which their sensation is low (user error-clinician). Non-compliance to the IFU as the wearable was placed directly on the skin (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient reported their wearable is no longer working. The wearable moved in the night and the patient received a skin burn. The patient was placed on antibiotics and wound care for the skin. As of (B)(6) 2025, the skin has healed.